Event description:
A customer reported lower values while using the adc freestyle libre sensor compared to an hcp meter. As a result, on (B)(6) 202 the customer experienced dizziness, confusion, and a loss of balance. The customer was brought to the hospital and was provided unspecified medical treatment for hyperglycemia. Sensor scan of 76 mg/dl, 66 mg/dl, and 65 mg/dl was compared to hcp glucose tests of 489 mg/dl, 439 mg/dl, and 411 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values while using the adc freestyle libre sensor compared to an hcp meter. As a result, on 10jan202 the customer experienced dizziness, confusion, and a loss of balance. The customer was brought to the hospital and was provided unspecified medical treatment for hyperglycemia. Sensor scan of 76 mg/dl, 66 mg/dl, and 65 mg/dl was compared to hcp glucose tests of 489 mg/dl, 439 mg/dl, and 411 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. No further information was reported. There was no report of death or permanent injury associated with this event.